Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient controller was showing replace generator message and that the device was reaching end of life. Patient would like to continue using the device until the battery is completed depleted. A surgical intervention is anticipated in the near future. No further information is available at this time.